Event description:
Review medical journal, "surgery for obesity and related diseases," noted port infection, displacement and band erosion.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 02/jul/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the medical journal the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. Erosion and infection are surgical/physiological complications, and analysis of device generally does not assists allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number or the explant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."